Event description:
(B)(4). The dentist reported that almost 2 months after the dental implant was installed in intraoral region #29. It was verified its non-osseointegration. Pt presented bone type I, 80 ncm was the primary stability obtained and immediate load was not performed.

Manufacturer narrative:
(B)(4).